Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device was broken, noise image, the dielectric strength was inadequate, leakage current was inadequate and the outer tube was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: r-unit (charged coupled device) was broken and therefore a noise image occurs. Regarding the new reportable findings it is likely that the outer tube was damaged and therefore the dielectric strength was inadequate and the outer tube was damaged and therefore the leakage current was inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had the image visible, but not clearly. The issue occurred during inspection for use. There were no reports of patient involvement.